Manufacturer narrative:
(B)(4). At the time of this report, the patient was recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis event was unknown. On the same day as the onset, the patient was hospitalized for the reported event. The treatment for the peritonitis included intraperitoneal injections of fortum (1 gram, once daily) and vancomycin (1 gram, once every 5 days). At the time of this report, the patient was still hospitalized and the outcome of the peritonitis was unknown. The pd therapy was ongoing. No additional information was available at this time.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted.